Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to verify keypad unresponsive and button error alarm due to constant critical pump error alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had n open book image on the insulin pump screen. The customer reported that the insulin pump screen was blank, the red light was flashing and was beeping. The insulin pump had a red x and arrow pointing to a book on the screen. The insulin pump received a stuck button alarm prior to the open book image. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.